Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was installed and removed from the in-house system without any issues and did not get stuck upon removal. There was no problem detected with this instrument. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a segment of the conductor wire sticking out from the grip tips at the distal end. A loop of wire was sticking out from the conductor wire groove on the grip tips. The wire insulation was damaged, and the instrument passed an electrical continuity test. There were no internal wires exposed at the wrist. No thermal damage was observed on the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the instrument was stuck in the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.